Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an abrasion from the inside out under the svc shock coil at 28.7cm to 29.6cm from the helix end. One of the rv cables was melted and a melted area was also noted on the svc shock coil indicating that a short occurred between the svc and rv shock coils. The abrasion could cause the impedance anomaly reported in the field.

Event description:
It was reported that the patient was seen after receiving a shock. The high voltage lead impedance was low and a message was displayed that there was possible output circuit damage. Lead fracture was suspected.